Event description:
The customer reported that the pt developed a blood infection (delftia acidovorans positive). ECMO circuit culture reported.

Manufacturer narrative:
The sterility of the lots were checked and confirmed that there were no nonconformances. The dhrs were also reviewed and there were no nonconformances. (B)(4).